Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system patient controller (pc) was displaying ¿replace generator soon¿ message. Consequently, the scs ipg was successfully replaced and stimulation therapy was confirmed postoperatively.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.